Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: did the active blade tip break off of the device? Did the broke blade fall into the patient? If yes, was it retrieved? Did this cause a change in the plan of care for the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during a uterine cauterization procedure, the surgeon noted the detachment of the device tip. It was required the replacement of the product to complete the procedure without the risk of fragmentation in the cavity, avoiding that any fragment / material was left in place. However, the "new" material was not available and the surgeon continued the procedure until the end of the surgery. The procedure was completed with same/like device. There were no adverse consequences for the patient.